Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Analysis was completed on the returned products. Upon lead analysis, a positive coil break was identified in the body region of the returned lead. Scanning electron microscopy images of the positive coil suggest a stress-induced fracture has occurred in at least two strands of the quadfilar coil. However, due to mechanical distortion (smoothed surfaces) a conclusive determination of the fracture mechanism cannot be made. Fluid leaks were also present in the inner and outer tubing. No additional anomalies were identified within the returned lead portions. No anomalies were found with the generator.

Event description:
It was reported that high impedance was seen on diagnostics. Patient underwent full revision surgery on (B)(6) 2011 due to lead discontinuity. The explanted product was returned to the manufacturer, but analysis is pending. Attempts for further information have been unsuccessful to date.